Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3l0717); egia60amt egia 60 artic med thick sulu (lot#: p3l0952). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparotomy for the colon, intestinal resection, after using 4 shots the cartridge was connected, but the handle became unusable (reason unknown), a new handle was prepared. However, the cartridge could not be connected. A cartridge and handle replaced. No patient injury medtronic's initial evaluation of the returned product found the user fired the device in overly thick tissue.

Event description:
According to the reporter, during laparotomy for the colon, in intestinal resection, after using four shots, the reload was connected, but the handle became unusable for unknown reason; a new handle was prepared. However, the reload could not be connected. To resolve the issue, a new reload was used. There was no patient injury. Medtronic's initial evaluation of the returned product found the user fired the device in overly thick tissue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. Functionally, the reload was loaded with the handle repeatedly with no abnormalities. The interlock was overridden, and the reload was applied to test media. The test media was transected, and the interlock was tested and found to function properly. It was reported that the reload could not be connected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: reload thick tissue. Functional testing found the staple pushers were partially pushed back to the cartridge. The clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.